Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/31/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings: the black box shows alarms no delivery, no prime, no cartridge detected warnings and alarms -162 loss of prime warnings associated with zero force. Investigators performed a rewind and load sequence. After performing a prime pump displays a no delivery and no prime warning. A force sensor calibration check showed the pump is detecting the correct force. Removed the pump cover; cracked solder was observed on the force sensor pins.